Manufacturer narrative:
Unit received with unresponsive act button due to flattened dome (no crease). Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 179 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.